Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced rapid battery depletion. The patient is scheduled to have the device explanted and replaced in the next few days. No patient complications have been reported as a result of this event.